Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9182626. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation, a picture sample was received by our quality team for inspection. The picture shows a plunger rod thumb press damaged. The cause for this defect could have resulted during the syringe assembly process where a jam occurred at the plunger rod-rubber stopper assembly, inducing the damage to the plunger rod thumb press. Investigation conclusion: based on the investigation and with the photo sample provided the symptom reported by the customer was confirmed. Root cause description: it could be possible that a jam occurred at the plunger rod- rubber stopper assembly process inducing the damage to the plunger rod thumb press. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe plunger was found broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe with broken plunger."